Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of under delivery that led to high blood glucose level and the patient had to go to the emergency room for diabetic ketoacidosis. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: united states.